Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 186 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had a cracked case near lcd window, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained address and serial number label.